Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2014, a promus element drug-eluting stent was implanted in the saphenous vein graft (svg) to the right coronary artery (rca). In (B)(6) 2016, the patient presented with an on going angina. Under imaging, a focal restenosis was noted in the previously implanted promus element stent. Subsequently, a non-bsc stent was implanted to treat the restenosis. No further patient complications were reported and the patient's status was stable and was discharged.